Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set issue on 27-mar-2026 as cannula was above the introducer needle during needle guard removal which leads to high blood glucose level and got treated by correction bolus via pump and multiple drug injections. The patient replaced infusion set and resumed insulin deliveries successfully.